Event description:
Customer is having issues with the insulin pump. Customer states that the insulin pump alarms during prime process and the drive support cap is sticking out. The blood glucose reading is 372 mg/dl. Advised customer to discontinue using the insulin pump. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. Unable to perform occlusion test due to prime alarm. The insulin pump had scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.